Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Practical journal of clinical medicine vol 10, no 2 march 2013. (B)(4).

Event description:
A literature report stated that after a procedure several eyes reported lens damage. Additional information has been requested but none has been received to date.